Manufacturer narrative:
A review of the battery's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Battery (B)(4) was not analyzed per document (B)(4). Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. This potential malfunction may have contributed to the reported event. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01819, 3007042319-2015-01820 and 3007042319-2015-01821) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01819, 3007042319-2015-01820 and 3007042319-2015-01821) submitted for devices related to the same event. The device has not been received.

Event description:
The physician from (B)(6) reported that the patient had power switching while at home. The ventricular assist device (vad) coordinator exchanged both batteries and the controller from stock. There was no effect on the patient. This is report 2 of 3.